Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2022 the patient underwent a primary procedure. The procedure was performed as follows: trial devices (cementless 10mm & cup std 3mm) without cement was applied. At first, an cement stem 8mm with cement application were chosen. Because of the change in the position of stem deployment (20-degree backward twisting), they adjusted this change with a cup 9mm & std 3mm. The remaining procedure was completed after they confirmed the well balanced device development against the soft tissues. On (B)(6) the surgeon reported that the patient had suffered from overhead dislocation in the lesion as s/he fell over. An arthroscopic repositioning procedure was performed with the help of a ring retractor. Doi: (B)(6) 2022; doe: (B)(6) 2022; unknown shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.